Manufacturer narrative:
Additional information: section a2 date of birth: (B)(6) 1944. Section a3 sex: male. Section a4 weight: 150 pounds. Section a5 ethnicity: not hispanic/latino. Section a6 race: white. Doctor reported that the patient is doing fine. He had blurred to no vision for 4 days after the surgery, and his sight has been restored since this time. His pre-operative vision with glasses was 20/30 in the affected right eye. It is now 20/20 without correction. The allegro silicone I/a tip was discarded. This surgery was not performed in a (private) ambulatory surgical center and was performed at a public hospital, thus to the best of doctor's knowledge, the tip was discarded before doctor was able to ask to have it be set aside for the purposes of return. Doctor reported being an experienced surgeon and had used this particular silicone tip only 3 times prior to this case which was the 4th of the day (doctor had not used these tips prior to this surgical day). This particular patient had pre-existing zonular weakness. Under continuous irrigation, the posterior capsule tore after engaging cortical material in the inferior bag, letting off on the foot pedal to disengage the vacuum, confirming that the tip was clear and then moving the I/a tip centrally. On recentering the probe (without vacuum engaged), the probe made contact with the bouncy posterior capsule in the inferonasal aspect of the bag and tore it open. There was immediate vitreous prolapse and the eye was then filled with dispersive viscoelastic to help tamponade further vitreous prolapse. Patient required anterior vitrectomy and placement of a three-piece intraocular lens (iol) in the sulcus, with optic capture, which of course turned this 15 minute surgery into a 45 minute surgery. Correction: it was not included in the initial report that doctor mentioned to jnj representative that the irrigation/aspiration tip and its design was not of his preference. Device code - code 3191 - dissatisfaction with the device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section e1: phone number (B)(6). Section f9 approximate age of device: unknown, as the lot number of the device was not provided the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2024 microsurgical technology, inc. (Mst) reported to johnson & johnson surgical vision (jjsv) they received a notification from health canada about this event via email. The report stated that irrigation/aspiration (I/a) handpiece was sharp and tore the back portion of the anterior chamber. Patient required a vitrectomy, specialty lens, multiple extra medications, and procedure took double the time. J+j clinical rep was in the or during event. No additional information has been provided.

Manufacturer narrative:
Additional information: on (B)(6)2025, sales rep reported that he was not positive of what had occurred but doctor had mentioned that he didn't prefer the design of the irrigation/aspiration (ia) tip. Section h6 device code: dissatisfaction all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.